Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated she received a no delivery alarm prior to the hospitalization. The customer was not able to troubleshoot the insulin pump during the call as she did not have any supplies with her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.